Event description:
Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter struts outside the inferior vena cava (ivc), blood clots, clotting and or occlusion of the ivc. The patient became aware of the reported events approximately seven years and nine months after the index procedure. The patient has also experienced a rash near the stomach area and sharp pains in the groin area. Additional information received per the medical records state that a computed tomography (CT) scan was conducted approximately seven years and nine months after the index procedure. It revealed that the filter was positioned below the renal veins. Only the bottom half of the filter was imaged. The struts penetrate the inferior vena cava (ivc) wall into the pericaval fat.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b5, b6, d1, d4, g3, g4, g7, h1, h2, h4 and h6. As reported, the patient underwent placement of an optease retrievable vena cava filter. The indication for the filter placement was not reported. Approximately seven years and nine months after the filter implantation, the patient underwent a computerized tomography (CT) scan that revealed that the filter was located in an infrarenal position. In addition, the struts of the filter were noted to have perforated the wall of the inferior vena cava (ivc) and into the pericaval fat. The patient also reported that the filter was associated with blood clots, clotting and/or occlusion of the ivc. The patient further reported having experienced a rash near the stomach and sharp pains in the groin area associated with the filter. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease retrievable vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the ivc for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Without images or procedural films for review, the reported ivc perforation could not be confirmed and the exact cause could not be determined. It is unknown if the tilt contributed to the reported perforation. A review of the instructions for use (IFU) notes vessel damage such as intimal tears and perforation as procedural complications related to ivc filters. Perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Stenosis, blood clots, clotting, thrombosis and/or occlusion within the device or within the ivc and/or vasculature do not represent a device malfunction. Due to the nature of the complaint, the reported pain and rash experienced by the patient could not be confirmed and the exact cause could not be determined. These clinical events do not represent evidence of a device malfunction. Clinical factors that may have influenced these events include the patient¿s pre-existing co-morbidities, pharmacological issues and lesion characteristics. Given the limited information available for review, there is nothing to suggest that a malfunction in the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Manufacturer narrative:
As reported, a patient was treated with an optease inferior vena cava (ivc) filter. According to the additional information provided the indication for the filter implant was deep venous thrombosis (dvt) and pulmonary embolism (pe) and active gastrointestinal (gi) bleeding. The filter was placed via the right brachial vein and deployed in an infrarenal position within the inferior vena cava (ivc). There were no reported complications. Per the medical records, history includes recurrent deep vein thrombosis (dvt), type 2 diabetes mellitus, gastroesophageal reflux disease, morbid obesity, systemic hypertension, asthma, c-spine fracture with surgical fixation, blood clots (left leg and lung) and recurrent lower extremity deep venous thrombosis (dvt). The filter subsequently malfunctioned and caused injury, damage to the patient, including but not limited to ivc perforation. Per the patient profile form (ppf), the patient reports perforation outside the ivc, blood clots, clotting and or occlusion of the ivc. The patient also reports a rash near the stomach area and sharp pains in the groin area. Approximately four years post implant, the patient had new left lower dvt with left leg cellulitis and erythema. The patient was given heparinization treatment and was treated for cellulitis both systemically and topically with antibiotics. Approximately seven years and nine months post implant, a CT revealed the filter below the renal veins. The struts penetrate the ivc wall into the pericaval fat. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural and long term complications related to ivc filters. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Cellulitis and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Section d6: the operative notes confirmed the implant date.&nbsp; the updated implant date is (B)(6), 2010. Section h6:perforation code updated to ivc perforation.

Event description:
As reported by the legal brief, a patient was treated with an optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including but not limited to inferior vena cava (ivc) perforation. As a direct and proximate result of these malfunctions, the patient has suffered life-threatening injuries and damages, and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages. Additional information received per the medical records indicate that the patient has a history of pulmonary embolism, gastrointestinal bleeding, type 2 diabetes mellitus, gastroesophageal reflux disease, morbid obesity, systemic hypertension, asthma, c-spine fracture with surgical fixation, blood clots (left leg and lung) and recurrent lower extremity deep venous thrombosis (dvt). Information received per the medical records state that the indication for filter placement was deep venous thrombosis (dvt) with pulmonary embolism (pe) and active gastrointestinal (gi) bleeding. The filter was deployed via the patient's right brachial location. The filter was successfully placed in an infrarenal position within the inferior vena cava. There were no reports of complications. Approximately four years after the index procedure the patient was admitted to the hospital for new left lower extremity deep vein thrombosis with associated left leg cellulitis. The patient had left thigh swelling with erythema. The patient was given heparinization treatment and was treated for cellulitis both systemically and topically with antibiotics. The medical record related the recent dvt to the filter. Additional information received per the medical records state that a computed tomography (CT) scan was conducted approximately seven years and nine months after the index procedure. It revealed that the filter was positioned below the renal veins. Only the bottom half of the filter was imaged. The struts penetrate the inferior vena cava (ivc) wall into the pericaval fat. Additional information received per the patient profile form (ppf) states that the patient experienced perforation of filter struts outside the inferior vena cava (ivc), blood clots, clotting and or occlusion of the ivc. The patient became aware of the reported events approximately seven years and nine months after the index procedure. The patient has also experienced a rash near the stomach area and sharp pains in the groin area.

Manufacturer narrative:
Please note that device reported is an optease vena cava filter and for which the catalog and lot numbers are not currently available. Patient age and medical history were also not provided. If obtained, a follow up report will be submitted within 30 days upon receipt. Please note that the contact in section e is not a medical professional but a more accurate choice is not available. As reported, a patient was treated with an optease inferior vena cava (ivc) filter. The indication for filter placement is not available. The filter subsequently malfunctioned and caused injury, damage to the patient, including but not limited to ivc perforation. The filter remains implanted; thus, unavailable for analysis. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported by the legal brief, a patient was treated with an optease vena cava filter. The filter subsequently malfunctioned and caused injury, damage to the patient, including but not limited to inferior vena cava (ivc) perforation. As a direct and proximate result of these malfunctions, the patient has suffered life-threatening injuries and damages, and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering, and other damages.

Manufacturer narrative:
As reported, a patient was treated with an optease inferior vena cava (ivc) filter. Per the medical records, history includes recurrent deep vein thrombosis (dvt), type 2 diabetes mellitus, gastroesophageal reflux disease, morbid obesity, systemic hypertension, asthma, c-spine fracture with surgical fixation, blood clots (left leg and lung) and recurrent lower extremity deep venous thrombosis (dvt). The filter subsequently malfunctioned and caused injury, damage to the patient, including but not limited to ivc perforation. Per the patient profile form (ppf), the patient reports perforation outside the ivc, blood clots, clotting and or occlusion of the ivc. The patient also reports a rash near the stomach area and sharp pains in the groin area. Approximately four years post implant, the patient had new left lower dvt with left leg cellulitis and erythema. The patient was given heparinization treatment and was treated for cellulitis both systemically and topically with antibiotics. Approximately seven years and nine months post implant, a CT revealed the filter below the renal veins. The struts penetrate the ivc wall into the pericaval fat. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. It was reported that there was perforation of the ivc; however, a clinical conclusion could not be determined as to the cause of the event. A review of the instructions for use notes vessel damage such as intimal tears and perforation as procedural complications related it ivc filters. Ivc perforation from removable filters is relatively common, and directly related to how long the filter has been in place. Studies have noted a greater than 80% perforation rate overall, with all filters imaged after 71 days from implantation revealing some level of perforation. Blood clots and occlusive thrombosis within the filter and vasculature do not represent a device malfunction. Cellulitis and pain do not represent a device malfunction and may be related to underlying patient related issues. Clinical factors that may have influenced the event include patient, pharmacological and lesion characteristics. Without procedural films or images for review the reported event(s) could not be confirmed. Given the limited information available for review at this time, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
Additional information received per the medical records indicate that the patient has a history of recurrent deep vein thrombosis, type 2 diabetes mellitus, gastroesophageal reflux disease, morbid obesity, systemic hypertension, asthma, c-spine fracture with surgical fixation, blood clots (left leg and lung) and recurrent lower extremity deep venous thrombosis (dvt). Approximately four years after the index procedure the patient was admitted to the hospital for new left lower extremity deep vein thrombosis with associated left leg cellulitis. The patient had left thigh swelling with erythema. The patient was given heparinization treatment and was treated for cellulitis both systemically and topically with antibiotics. The medical record related the recent dvt to the filter.